Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. Additional, changed, and/or corrected data: a6, d.9., h.3., h.6.

Event description:
Health professional reported "ruptures found during explant surgery". Healthcare professional later reported via rga "gel bleed". This record is for the left side. Device was explanted.

Event description:
Health professional reported left side rupture and "gel bleed" found during explant surgery. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.